Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the battery compartment was damaged¿ could not be confirmed, no signs or smells of burning could be observed. The alternating current (ac) adapter did not work when connected to mains. A history review is not applicable as the product is a supplied item. No action taken, the item is a purchased finished good (pfg) and will be scrapped.

Event description:
It was reported that there was a strong burn smell was coming from device. The faulty power supply was removed from service. There was no patient involvement, and no patient harm/adverse event reported.